Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/27/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar hydrogel was placed around (B)(6) 2024. The procedure itself was uneventful, with no issues or adverse events reported. However, on an unknown date, the patient experienced rectal bleeding, which was investigated through an endoscopy that revealed a perforation. Fortunately, the bleeding had already stopped due to fasting and hyperbaric oxygen therapy. The patient was able to complete the radiation treatment without further complications.